Event description:
Prefilled remodulin cassette "#3" from (B)(6) 2021 shipment alarmed with beeping, then no disposable alarms when it had reservoir volume showing 81.8 ml, unable to get it to work on either pump and had to waste it. Lot number 2101977, expiration date of 01/31/2023 noted on shipment information for the remodulin in it. Had to use a new prefilled cassette when troubleshooting did not resolve alarm. No further details provided, resolve alarm, no further details provided.